Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade of the harmonic ace instrument broke off and fell into the patient. The piece was retrieved and no parts remained in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report regarding this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the system log for system (B)(4) on the reported event date was performed. Per logs, the instrument (pn 480275-08/ lot # (B)(4)) was used on (B)(6) 2021 on system (B)(4). This is a single use instrument. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. The information for blank fields in section is not available. Fields are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the system log for system (B)(4) on the reported event date was performed. Per logs, the instrument (pn 480275-08/ lot # m90200818 0049) was used on (B)(6) 2021 on system (B)(4). This is a single use instrument. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. The information for blank fields in section is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade of the harmonic ace instrument broke off and fell into the patient. The piece was retrieved and no parts remained in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report regarding this event.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.